Event description:
Bella blankets protective coverlets images with an artifact on two patients mammograms, resulting in an additional image to be taken. The images were shown to 3 radiologists ((B)(6)). All three radiologists felt that this rare breast type resulted in a very low kv being used (23 kv when 25kv is the normal low) and that low kv is what resulted in the bella blanket imaging.

Manufacturer narrative:
As a result of a recent FDA inspection, in an effort to determine whether any other complaints needed to be reported, we conducted a comprehensive retrospective review of all complaints for the product and realized this was a reportable event. This is filed for the complaint - patient 1 of 2 for the same facility.